Event description:
It was reported that the carina ventilator switched itself to "stand by mode" automatically after using pc-ac mode on pt. After this the doctor did CPR with pt until recovery and afterwards restarted ventilation with machine, passed by after 5 minutes and stated that the device changed back again to "stand by mode" automatically. The doctor confirmed that he was the only one who did operate this machine.

Manufacturer narrative:
The investigation has been started, the results will be part of a follow up report.